Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had "fallen out of place". It was also noted there was a rise in impedance. The lead was revised and remains in use. Final interrogation indicated readings within normal range. No patient complications have been reported as a result of this event.